Event description:
The micro oscillating saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when the device was connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual examination, the contact pins in the motor cartridge showed signs of a thermal event, the windings in the motor cartridge was damaged, and corrosion was found in the rotor assembly and rotor bearings.